Event description:
Customer reports, lancet was sticking out of the end cap of the softclix device; unk if before and after firing. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.